Event description:
The customer reported that upon receipt of the shipping box containing this product, one package containing a sterile tubing set was found open at one end. There was no pt involvement, injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this tubing set for evaluation. A visual examination did find one end of the package open that contains this sterile tubing set. Further investigation found that this package had evidence of being sealed during the packaging process. When and how this opening occurred is unk. A review of product history for the past 2 years found one other similar reported problem from the same facility. The insert for this product cautions the user: *upon initial receipt of the product, this device should only be used if the original packaging and labeling are intact.